Manufacturer narrative:
(B)(4). Information for second cartridge lot: ctni catalog #03p90-25, lot #r15247b, expiration date 03/28/2016, manufacture date 09/04/2015. Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 03/11/2016. Retain and returned product from both cartridge lots was tested and found to be functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria for detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. W (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots r15226 and r15247b. Assessment: based on the positive I-stat results, the results from the lab being negative, and the limited patient information, there is not enough information to determine whether an I-stat product malfunction occurred. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lots are meeting specification. As described by FDA publication "troponin: what laboratorians should know to manage elevated results described by FDA publication "troponin: what laboratorians should know to manage elevated results": can results of different troponin assay systems be compared?

Event description:
On (B)(6) 2016 abbott point of care was contacted by a customer who reported they obtained discrepant troponin I results on a patient who presented in the ER with chest pain. There was no additional patient information available at the time of this report. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc. However this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).